Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via blog that their insulin pump had severe scratches on their display and occasionally received no delivery alarms. The customer's blood glucose level at the time of incident was 90mg/dl. The customer states it is difficult to read certain things on the display. The customer was advised that the device would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No excessive no delivery alarm noted. However, the insulin pump was received with cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.